Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks. During interrogation, the right ventricular (rv) lead exhibited superior vena cava (svc) coil impedance. The rv lead was explanted and replaced. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the svc (superior vena cava) defibrillation coil and proximal conductor developed fractures due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.